Event description:
Rn inserted a pediatric foley catheter in distal mucous fistula to use as a feeding tube following a jejunostomy. Stylet left in place and feeding pump attached to the inflatable balloon normally used to maintain the catheter position. Mistake discovered after 2 hours, and the catheter was removed and replaced with another catheter from which the stylet was removed and feeding commenced. Two days later, perforated distal mucosal fistula diagnosed.